Event description:
It was reported that during an unknown procedure the clips continually fired after the orange clip indicator appeared. It was not reported how the procedure was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): lockout. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Please note that this condition is unrelated with the incident reported. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembling, the detent tabs on the indicator wheel were noted broken leading the reported orange indicator wheel issues. Broken or yielded detent tabs on the indicator wheel will not hold the wheel at a rotational index position and therefore allow it to possibly rotate backward to a previous rotational position. The batch record was reviewed and no anomalies were noted during the manufacturing process.